Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn emerald analyzer has generated discrepant wbc results on 4-5 patient samples. The wbc qc was out of range low. The results were reported and questioned by the doctor. All samples were then retested and the results were in the normal range as compared with the initial results which were lower than the normal range. There were no patient results provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6). The customer technical advocate (cta) recommended to the customer to perform monthly bleach clean procedure, run backgrounds and quality controls, then to repeat patient samples if qc recovered within range. The customer reported backgrounds being within range after performing bleach clean procedure; qc also recovered within range. The customer repeated the patient samples that were questioned by the physician with results within normal range, as compared with the initial results lower than normal. The issue was most likely caused by build up in the wbc transducer/wbc aperture. The cta instructed the customer to monitor qc recovery closely and not to run patient samples when qc is out of range. A non-statistical trend (nst) review was performed in cats for the reported issue from (B)(6) 2009 through (B)(6) 2009. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn emerald related to the reported issue.